Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "optimizing range of motion in cruciate-retaining mobile-bearing tka: experience with 2000 cases." Literature article "optimizing range of motion in cruciate-retaining mobile-bearing tka: experience with 2000 cases." (2006) by wayne goldstein et al. Published by orthopedics was reviewed. The article purpose: to describe the author's experience with 2000 cruciate retaining rotating platform knees and the surgical techniques used to optimize range of motion. The article reports: from september 2000 to january 2006, the senior author performed 2000 tkas using the pfc sigma cr rp implant. 1596 of these knees were available for follow up at the one year time point. Preoperative knee society score average was 57 and post operative score was 95. Complications in this study population include one polyethylene spinout. There were also seven deep infections that needed surgical intervention. Another patient had subluxation and required a new thicker insert. All components were cemented although the bone cement manufacturer was not given. Virtually all of the patients (98.5 percent) underwent patella resurfacing. Depuy products involved: pfc sigma cr rp. Complications: infection (7), joint instability (1), polyethylene spinout (1), medical device implant removal (2), surgical intervention (9).